Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. In addition, when attempting to reload the cartridge, the customer received a valid minimum fill message as there was less than 50 units of insulin in the cartridge. In addition, several hours later, the customer received another malfunction alarm. The customer's blood glucose level ranged from 250-341 (mg/dl), which was addressed with a correction bolus. It was confirmed that the customer has manual injection available for alternate insulin therapy.